Event description:
It was reported that the customer had a low blood glucose level on the first day of using the insulin pump. Customer went to the hospital and was off the pump for awhile. Customer stated that his health care provider believes the issue was related to a reaction from using lantis. Customer was admitted sometime in (B)(6). Customer had to disconnect from the pump. Customer had a low adverse reaction and paramedics were contacted at the middle of the night. Customer was not able to remain on the line for all the details of the event. Customer has now been off pump therapy for awhile. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.